Event description:
The patient reported experiencing low blood glucose of 2-4 mmol/l (36-72 mg/dl) for the past 2-3 months. She stated that in 2009 her blood glucose lowered to 2-4 mmol/l (36-72 mg/dl) in the morning and her diet counselor advised her that the infusion device was not delivering the correct amount of insulin. Her normal blood glucose level is 6 mmol/l (108 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.